Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced blurred/ soft fuzzy suboptimal vision and it only refracts to 20/40. Hence the lens was explanted and replaced with another non company lens in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
. The lens was returned sealed inside a non-company pouch in a biohazard bag. Viscoelastic was dried on the lens. The optic was cut into two pieces, typical of an insertion and removal. The lens was cleaned with klrp. One optic portion has scratched near the optic center. The other optic portion has several cracked lines of damage similar in appearance to an instrument used to grasp the lens. These areas of damage were observed on the anterior optic from the edge travelling inward and was observed directly opposite on the posterior optic surface. The power and resolution could not be re-evaluated due to the optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were used with a nonqualified viscoelastic. The root cause cannot be determined for the reported complaint. The lens was returned cut into pieces, typical of an insertion and removal. Additional lens damage was observed. Each lens was subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The company 21.0 diopter (1.5 extended depth of focus) lens was removed and replaced with a noncompany 23.0 diopter lens. Due to the exchange of a company 21.0 diopter lens with a noncompany lens that is 2 diopters larger, may suggest that the larger diopter was an improved selection for this patient's vision needs. An iol (intraocular lens) exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event may not be related to the product. The manufacturer internal reference number is: (B)(4).